Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device does not correctly power up and stalls on the blue splash screen. The user states the only way to power off the device is to remove the battery. The battery is fully charged and the issue continues when the device is only plugged into the power outlet and the battery is not connected. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.